Event description:
It was reported that the patient presented in clinic for post-op check, and it was noted that extended charge time was observed at a date prior to implant. Capacitor maintenance was performed and charge time was within normal limits. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.